Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 27 mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). After the closure device was deployed and pass (position, anchor, size, seal) criteria were met, a thrombus was observed on the threaded insert of the device via transesophageal echocardiogram (tee). The thrombus was aspirated from the face of the device using the was and a multipurpose catheter. At this point in the procedure, the act of the patient measured 195. An additional 4000 units of heparin were administered. Tee visualized the face of the device and after aspiration no residual thrombus was observed. No patient complications were reported and the patient was discharged.